Manufacturer narrative:
Correction: h6 impact codes: it was originally reported as f26 but should be f27 for the report of no patient involvement.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. It was able to detect an occlusion but the pounds per square inch (psi) was out of range (<9). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.